Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. Independent pathology report revealed evidence of thrombus within the pump. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a us site that the patient presented with signs of hematuria and increased vad power/flows. Log files sent and confirmed high power consumption. Ldh 3000+. Inr therapeutic upon admission around 2.5. This is the third occurrence of this. The vad team decided to treat with pump exchange instead of heparin or thrombolytics. The exchange is planned for (B)(6) due to plavix use. Hvad to hvad pump exchange was performed on (B)(6) 2015 for hemolysis/thrombus. Upon inspection after explant, no visible thrombus noted looking down inflow cannula. New pump implanted and parameters wnl. The patient's post op course was significant for coagulopathy, drainage of a right pleural effusion and hemothorax, rv dysfunction, acute kidney injury, agitation and confusion, and a cva affecting left upper extremity and speech. The patient was discharged to home on (B)(6) 2015.